Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). Age was initially reported as (B)(6) in the event description but reported as ni.

Event description:
This report was received from (B)(6) and is a solicited report by a physician from (B)(6) of mild lower abdominal pain and cloudy effluent in an approximately (B)(6) female patient while receiving extraneal viaflex therapy. In (B)(6) 2008, the patient began extraneal intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient began extraneal 2000 ml during the night ip for capd. On (B)(6) 2011, the patient experienced mild lower abdominal pain and cloudy effluent. The patient did not require hospitalization and no treatment was administered for cloudy effluent. Per the reporter, "effluent clarified and abdominal pain was over during less than 1 day." On (B)(6) 2011, the patient was considered recovered. Therapy with extraneal continued. The physician did not suspect extraneal as causing the adverse events of mild lower abdominal pain and cloudy effluent.